Event description:
Customer reported that the touch screen on their device was less responsive than before. There was no adverse impact to the customer's blood glucose level. The customer declined troubleshooting, and no further information or action was required.